Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic left heart catheterization. Reportedly, there was scar tissue at the access site. No resistance was reported during insertion, however,an audible snap was heard during insertion of the proglide device into the anatomy. The footplate and needles were deployed and the plunger removed. The footplate was attempted to be retracted; however, the feet would not go down. It was found the device broke right before the distal portion of the guide, yet was not detached. Although a femoral angiogram showed no calcification, there was some plaque on the medial side of the artery. Surgery was used to remove the device. Hemostasis was achieved with surgical closure. There was a clinically significant delay in the case. General anesthesia was used and hospitalization was prolonged. The patient is reportedly doing fine. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, a user-facility medwatch form (uf/importer report #(B)(4)) was received. "Pt undergoing left heart cath. Upon using perclose closure device at the end of the procedure to right femoral artery, the physician was unable to remove perclose device. Surgical intervention was required to remove the device. No additional information was received.